Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was at home and called the hosp because he had damaged the percutaneous lead when getting it caught on a door resulting in the pump stopping. Emergency service picked the pt up from home and transported him to the hospital. The pt was observed to be in severe cardiogenic shock upon emergency service's arrival to the pt's home. The pt was stabilized by extracorporal membrane oxygenation (ECMO). A decision was made for an immediate pump exchange.